Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that the last two insertion sites caused his blood glucose to be outrageously high. The customer's blood glucose was 400 mg/dl. He stated that he changed the infusion set and put the infusion set in a new site location. He declined troubleshooting assistance for the high blood glucose levels, stating that he had been a long time insulin pump user and did not feel that there was anything wrong with the device. He treated with manual injections. He advised that he would just change the insertion site.